Event description:
It was later reported the patient was refilled by the physician, and there were no additional complications.

Event description:
It was reported that the patient missed a refill appointment. The patient was going through withdrawal symptoms of nausea, and felt sick. The patient followed up with their pain provider and was refilled. The patient was managed with oral medications for withdrawal. Additional information has been requested, but was not available as of the date of this report. The drug in the pump was unknown.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).